Event description:
On 9/17/2024, it was reported by a sales representative via email that an ar-8990st fibertak dx bottom of the anchor would not deploy when sutures were pulled. The surgeon attempted multiple times with different techniques unsuccessfully. There was not issue with the inserter. A second ar-8990st fibertak dx was implanted in the same drilled hole to complete the case. This was discovered during a procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 9/25/2024: this was discovered during a cmc procedure on (B)(6) 2024. Nothing broke inside the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.